Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after experiencing elevated blood glucose (bg) levels between 355-450 (mg/dl). A bolus was delivered to address bg levels; however, elevated bg levels persisted. While hospitalized, the customer was treated with intravenous insulin. The customer was released (B)(6) 2016 with issues resolved. Troubleshooting with tandem technical support was declined.